Event description:
It was reported that during use with bd integra 3ml syringe leakage occurred. 1 of 2 reports. The following information was provided by the initial reporter: it was reported by the customer a syringe malfunction occurred, and the drug spilled out from the tip of the syringe.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd integra 3ml syringe leakage occurred. 1 of 2 reports the following information was provided by the initial reporter: it was reported by the customer a syringe malfunction occurred, and the drug spilled out from the tip of the syringe.